Event description:
It was reported that during a percutaneous coronary interventional (pci), a balloon rupture occurred. The lesion location and characteristics are unknown. The vessel was heavily calcified. The maverick 15mm x 2.0mm balloon was advanced to the lesion and ruptured. The procedure was completed with another unspecified device. No pt injuries or complications were reported. The pt status is reported as "stable". Further info was requested but was not available.

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for eval; therefore, a failure analysis of the complaint device cold not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If ther is nay further relevant info from that review, a supplemental medwatch will be filed. A review of the manufacturing documentation confirms that the reported batch met all material, assembly, and performance specs at the time of release to distribution. The most probable root cause is operational context due to anatomical / procedural factors encountered during the procedure which limited the performance of the device.